Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that patients device had eroded at the incision site.

Event description:
A report was received that patients device had eroded at the incision site.

Manufacturer narrative:
Additional information that there was no actual skin breakage. Imaging was done and showed one lead was anterior.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.

Event description:
A report was received that patient's device had eroded at the incision site.